Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported that the patient came into clinic reporting pain. Rx is taken and it is noted that there is new apical bed that there was not there during the procedure. Implant is then removed. Tooth site #26. Additional appointment required to place a new implant and possible osseous regeneration. Symptoms as a result of the event: pain.